Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01128. Additional information received identified the patient's scs leads were explanted and replaced. The physician observed several kinks in the leads which may have contributed to the high impedances. Effective stimulation therapy was reportedly obtained in post-operative programming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01128. The patient received two scs leads from the same lot number. It was reported the patient complained he was not receiving effective stimulation from his scs system. A sjm representative met with the patient and found the patient's scs system was auto-reducing. A system diagnostics revealed multiple lead contacts with high impedances. The representative was able to reprogram the patient's scs system and provide stimulation in needed pain areas. Follow-up identified x-ray images taken indicated there may be pull-out of both leads from the ipg header. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.